Event description:
It was reported that the physician was attempting to treat a lesion in the circumflex exhibiting 99% stenosis, moderate calcification and severe vessel tortuosity. It was reported that the patient had chronic occlusion which was collateralized to the obtuse marginal . It was reported that while attempting to implant a resolute integrity (rx) drug eluting stent (rsint25008ux) , the stent dislodged which resulted in the om shutting down. The stent remained in the patient and was crushed by another stent. The circumflex was opened up and flow was restored minimally to the om. Another resolute integrity device (rsint25018ux) was deformed in vivo during positioning. The lesion was treated successfully with another resolute integrity device (rsint30030ux). It was reported that the patient was stable when leaving the cath lab and died once back in the room. Additional information received from the account states that the patient suffered a cardiac death and the physician does not believe that the medtronic devices used contributed to the patient's death.

Manufacturer narrative:
Evaluation, results: patient¿s condition affected effectiveness of device (99% stenosis, moderate calcification, severe vessel tortuosity and chronic occlusion). Inherent risk of procedure (stent deformed); (no device received for evaluation). Conclusion: device failure related to patient condition (99% stenosis, moderate calcification, severe vessel tortuosity and chronic occlusion). Known inherent risk of a procedure (stent deformed); unable to confirm complaint (no device received for evaluation). (B)(4).